Manufacturer narrative:
(B)(4). A sample was not available for evaluation and since the lot number is unknown, no batch review will be performed. The labeling found on all printed pouches for disposable products intended for single use are labeled with "this device is intended for single use only." A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This is a report of re-use of a single use disposable cassette during peritoneal dialysis therapy. The customer initially called baxter's service center regarding an alarm, which occurred on the homechoice (hc). The care giver (cg) stated the hc was working fine at the time of the call, but the hc had alarmed system error 2240 (air in tubing) and system error 2367 as the patient had started therapy prior to connecting. The cg stated that the home patient (hp) had cycled the power and the alarms cleared. The hp then primed the same set up, connected and proceeded with initial drain. The technical service representative (tsr) explained the alarm and asked the cg to press "stop." The tsr stated if a system error 2240 occurs, it is recommended to start over with all new supplies. The cg pressed "stop." The tsr had the cg close the clamps, disconnect the hp, and cycle the power. The hc then alarmed "power restored/initial drain." The tsr assisted with ending therapy and recommended that the hp contact his hospital after the call to let them know about the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.